Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the display screen became frozen. There was no report of injury or medical intervention. No additional event or patient information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.